Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient eye turns red when exposed to sunlight and as a result his driving become dangerous. The patient thinks he may have had some sort of laser at one time, but not sure. The patient thinks his lenses are deteriorating and needed replacement. There are two medical device reports associated with this event. This report is associated with the left eye.